Event description:
The customer reported that the system failed to allow usable fluoroscopic exposures. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The workstation video pcb was reseated. The system was tested and found to be working as intended and returned to service.